Event description:
The customer reported that there was a collimator iris pot error that occurred during a procedure with pt involvement, therefore, this malfunction may have resulted in a possible aro. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service rep performed an on site investigation. The system was reset during the service call. The system was tested and found to be working as intended and put back ito service. This malfunction may have resulted in a possible accidental radiation occurrence.